Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the unit stuck on the company logo screen at boot-up, it booted in 49 seconds. The hard drive was reimaged and the software reloaded as a preventive. It was additionally noted that the hard drive was noisy so it was replaced. No other anomalies were found. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer was stuck on the company logo screen. The programmer was returned for service. There was no patient involvement.